Manufacturer narrative:
(B)(4). The lot was manufactured november 12, 2015 ¿ november 14, 2015. The device was received for evaluation containing approximately 50 ml of fluid in the bladder. Visual inspection noted evidence of a leak/backflow at the fillport after the fillport cap was removed. Further examination revealed that the leak was due to a particle underneath the checkband. The particle was identified to be glass material via ft-ir spectroscopy. However, the ir scan did not match that of a baxter glass capillary. The reported condition was verified. The cause of the particle underneath the checkband could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked after filling with normal saline. There was no patient involvement. No additional information is available.